Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report (B)(4) the total number of events being summarized on this MDR are 75,534. The retrospective summary report is being filed as the result of baxter's commitment to perform a retrospective review of service records involving electromechanical devices with product code frn. Note: the retrospective summary report does not contain event problem codes since these ancillary complaints were identified through baxter's retrospective review of service records, and were not reported by a customer or patient. Any potential patient impact associated with the original reason for service would have previously been reported individually via the complaint related to the customer reported service request.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the pole clamp assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.